Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced alarms while using the restroom at round 21:30 on (B)(6) 2022. No external power alarms were recorded at that time but disappeared after reinserting the power cord into the mobile power unit (mpu). Power cable disconnects and low voltage were also recorded. The patient was connected to the mpu at the time of alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm on the mobile power unit (mpu) was confirmed via the submitted log file. A review of the submitted log file spanned approximately 15 days (08aug21 ¿ 23aug21 per time stamp). On (B)(6) 2021 at 21:11:46 and 21:11:49 while connected to the mpu, the low voltage alarm activated due to both white and black lead voltages diminishing to ~3.6v. The no external power alarm coincided with this at the end of the loss of power event and didn¿t initially activate due to the voltage of the mpu not dropping below the voltage threshold. This was consistent with a loss of ac power. The alarm cleared on its own shortly after power was restored. The backup battery was able to provide power to the controller during this event. The alarms did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. The mpu was not returned for analysis and remains in use. Additional information stated that the serial of the mpu is unknown, the unit has a v-lock connector, and the ac power cord came loose from the back of the unit. Per the additional information, the root cause for the reported alarm was determined to be disconnecting the power cord from the back of the unit; however, a root cause for the disconnection while having a v-lock connector cannot be conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the unit being unavailable. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including no external power alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully-charged batteries, and battery clips within reach to be prepared for a power outage. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the mpu had a v-lock connector on the ac power cord, but the ac power cord came loose from the back of the unit.